Event description:
It was reported that the ventilator failed during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed during pre-use check. According to the information received from our field service engineer (fse), air gas module of the ventilator was found contaminated with water. The received logs confirm that the ventilator failed pre-use check on the given event date. Customer did not request service and contacted third party for repair. The most probable source of moisture/water into an air gas module is moist air from the hospital's wall gas system. According to the user´s manual, maximum levels of water,(h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.